Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bia-alcl, seroma aspiration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported in the united states that a (B)(6) year-old female patient underwent revision breast augmentation with mentor memorygel breast implants 480cc and was diagnosed with breast implant associated anaplastic large cell lymphoma (bia-alcl) on the left breast. Per received ultrasound report, the patient presented with developed fullness, swelling in the left breast (in superior and inferior regions) and seroma in a diagnostic exam on (B)(6) 2020. On (B)(6) 2020, the patient underwent ultrasound-guided aspiration of the large peri-implant fluid in the left breast (collection about 120cc). Per cytologic evaluation on (B)(6) 2020, the morphological findings and immunohistochemical staining pattern are characteristic for breast implant associated anaplastic large cell lymphoma (bia-alcl), with cd30 expressed in atypical cells and alk not expressed in atypical cells. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Follow-ups are in progress. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
On (B)(6) 2021, additional information was received indicating the patient underwent device removal on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).